Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] red scarring [scar] , they have caused second degree burns on her back/back is still red/burn/blisters/developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree] , did not check skin under wrap during use, read usage instructions prior to use/did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of his wife, a contactable consumer (patient) and a nurse. A 51-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare muscle & joint) (device lot number s41968, expiration date mar2020) from an unspecified date (reported as 10 years before) for pain, back pain (when hurt) and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from 2008 and ongoing, rheumatoid arthritis from 2008 and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, chronic daily headache from an unspecified date and ongoing, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from 2008 and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, motor vehicle accident (mva) restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date and unknown if ongoing, anxiety from an unknown date and ongoing, smoking 4 or less cigarettes, less than 1/4 pack/day in last 30 days from an unknown date and unknown if ongoing and sensitive to hot and cold from an unknown date and unknown if ongoing, neuropathy from an unspecified date and hospitalization a few times from an unspecified date. Concomitant medications included ongoing butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine) tablet (strength: butalbital 50mg/caffeine 40mg/acetaminophen 325mg) oral at 1 tablet every 4 hours (also reported as unknown dosage as needed) for headache; ongoing atorvastatin calcium (atorvastatin) tablet (strength: 20 mg) oral at 20 mg once daily at bed time; ongoing clonazepam tablet (strength: 0.5 mg) oral at 0.5 mg, three times daily (also reported as unknown dosage as needed) for anxiety; doxycycline monohydrate tablet (strength: 100 mg) oral at 100 mg, twice daily for 10 days; ongoing ipratropium bromide, salbutamol sulfate (duoneb) inhalation vapour, solution (strength: ipratropium bromide: 0.5mg, salbutamol sulfate: 2.5mg/3ml) via resp inhalation route at 3 ml, twice daily (also reported as unknown dosage as needed) for wheezing; ongoing escitalopram tablet (strength: 20 mg) oral at 60 mg, daily (2 refills authorized), also reported as unknown dosage three times daily); ongoing fluticasone nasal spray (strength: 50 ug) via nasal route at 200 ug, once daily (use 2 sprays in each nostril), also reported as unknown dosage as needed; ongoing hydroxychloroquine tablet (strength: 200 mg) oral at 200 mg, once daily; methylprednisolone (medrol dosepak) tablet (strength: 4 mg) oral at 1 packet or once; melatonin capsule (strength: 5 mg) oral at 5 mg, once daily at bedtime (0 refills authorized); ongoing carbomer, glycerol, paraffin, liquid, polycarbophil (replens) vaginal gel via topical at 1 app every 3 days as needed (0 refills authorized); ongoing tiotropium bromide (spiriva) inhalation vapour, capsule (strength: 18 ug) via resp inhalation route at 18 ug, daily (use two inhalation of one capsule for each dose), also reported as unknown dosage as needed; ongoing sumatriptan tablet (strength: 100 mg) oral at 100 mg, as instructed may repeat dose once in 2 hours (max 2 tablets per 24 hrs), also reported as unknown dosage as needed; ongoing budesonide, formoterol fumarate (symbicort) (strength: 160-4.5 ug) via resp inhalation route at 2 dose forms, twice daily (inhale two puffs by mouth twice a day, rinse mouth and throat after use), also reported as unknown dosage as needed; ongoing triamcinolone cream (strength: 0.1%) via topical route at 1 app three times a day, also reported as unknown dosage on face as needed; ongoing hydrocodone bitartrate, paracetamol (norco) tablet (strength: hydrocodone: 10mg/acetaminophen: 325mg) oral at 1 tablet, four times daily and at 750 mg daily for pain; also reported as unknown dosage 2-3 day; ongoing oxycodone (xtampza ER) prolonged-release capsule (strength: 27 mg) oral at 27 mg, twice daily; oxycodone hydrochloride (oxycontin) tablet (strength: 30 mg) at 60 mg daily for pain; and ongoing hydroxychloroquine phosphate (plaquenil) at 200 mg once daily for lupus. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for years for an unknown indication with no adverse effect, she didn't sleep with it; the patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects, she was hospitalized a few times and they used a heating pad; ciprofloxacin (cipro) for product used for unknown indication and experienced drug allergy, fluconazole (diflucan) for product used for unknown indication and experienced drug allergy, pregabalin (lyrica) for product used for unknown indication and experienced drug allergy, duloxetine hydrochloride (cymbalta) for product used for unknown indication and experienced drug allergy and celecoxib (celebrex) for product used for unknown indication and experienced drug allergy. In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. The heatwrap was used for 4-6 hours on the day of the event. She had developed 2nd degree burns and a blister on her back after using a thermacare heatwrap, which was confirmed the next day by her physician. It was like a butterfly strip on her back. There were 2 blisters and a little bit of red scarring in (B)(6) 2018. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. The patient did attach the adhesive to the body. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and did not have abnormal skin conditions. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. The consumer (patient's husband) explained her back was still red and jumping when in the shower. She was frustrated. The burns on her back made her not want to take a shower. She was sensitive to hot and cold. She had pictures of the burn/blisters that he was willing to send back in. The consumer (patient's husband) was requesting compensation beyond the value of the theramcare heatwrap. He talked to his cousin, who is a lawyer, who told him she deserved something for this. His lawyer was willing to write a letter for action. Attempted to refer consumer to pfizer consumer healthcare for product refund, but consumer made it clear he was looking for more that a refund for the product. Spoke per vr-litigation, legal & global security and told consumer that he will need to submit a written inquiry to the legal department. Reporter also said that the patient had had a bunch that did not heat up. Other unspecified thermacare wraps that have not heated up in the past. It seemed like for every 4 boxes, there was 1 that didn't heat up. He said that was the least of his concerns. Reporter said that he did not know the lot number for the heat wraps that had not heated up. Reporter further stated that the heatwrap was disposed after the patient took it off. The patient underwent lab tests and procedures which included diastolic blood pressure (unknown date): 72 mmhg, systolic blood pressure (unknown date): 110 mmhg, body mass index (unknown date): 18.88 kg/m2, body surface area (unknown date): 1.5 m2, tympanic temperature (unknown date): 98.4 fahrenheit, peripheral pulse rate (unknown date): 72 bpm, mean arterial pressure (unknown date): 85 mmhg and respiratory rate (unknown date): 14 br/min. A nurse reported that the patient provided information regarding the reported adverse events with the use of the product. As of (B)(6) 2018, the consumer further reported that the patient was not admitted to hospital due to event "second degree burns" and "did not check skin under wrap during use, read usage instructions prior to use and reported I did not feel anything". The patient was admitted to hospital due to event "red scarring" in 2018 but no treatment received. The consumer also said "I have used back raps for 3 yr never had this happen. I know not to have lotion on". Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient was seen by her doctor who stated to watch it, therapeutic measures taken as a result of second degree burns on her back included unspecified ointment, bandages, and a salve (unspecified generic, over the counter). The reporter stated the areas were healing. Clinical outcome of the second degree burns was resolving. Clinical outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Follow-up (15mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09apr2018): new information received from a contactable nurse includes add new reporter and confirm acknowledges of events. Follow-up attempts are completed. No further information is expected. Follow-up (10apr2018): new information received from the same contactable consumer reporting on behalf of his wife includes medical history, "back is still red" and "burn/blisters" subsumed under event second degree burns and event details. Follow-up attempts are completed. No further information is expected. Follow-up (15may2018): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). The new information reported from a contactable consumer and product quality complaint included: suspect product details (including updated trade name from thermacare lower back & hip to thermacare muscle & joint, expiration date and indication), medical history, concomitant medications, past drug details, event details (including event onset date and additional event red scarring). Follow-up (05sep2018): new information received from a contactable consumer includes: dosage and hospitalization information. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events "second degree burns, scar and intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "second degree burns, scar and intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back [burns second degree], did not check skin under wrap during use, read usage instructions prior to use [intentional device misuse] , . Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of his wife. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s41968, expiration date 2020) from an unspecified date (reported as 10 years ago) for back pain and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from an unspecified date and ongoing, rheumatoid arthritis from an unspecified date and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, ongoing chronic daily headache, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from an unknown date and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, mva restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and unknown if ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date, anxiety from an unknown date and unknown if ongoing and unknown if ongoing and smoker (4 or less cigarettes, less than 1/4 pack)/day in last 30 days). The patient denied pregnancy. Concomitant medications included butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine), atorvastatin calcium (atorvastatin), clonazepam (clonazepam), doxycycline monohydrate (doxycycline monohydrate), ipratropium bromide, salbutamol sulfate (duoneb), escitalopram (escitalopram), fluticasone (fluticasone), hydroxychloroquine (hydroxychloroquine), methylprednisolone (medrol dosepak), melatonin (melatonin), carbomer, glycerol, paraffin, liquid, polycarbophil (replens), tiotropium bromide (spiriva), sumatriptan (sumatriptan), budesonide, formoterol fumarate (symbicort), triamcinolone (triamcinolone), hydrocodone bitartrate, paracetamol (norco) and oxycodone (xtampza ER). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect; ciprofloxacin for product used for unknown indication and experienced drug hypersensitivity, diflucan for product used for unknown indication and experienced drug hypersensitivity, lyrica for product used for unknown indication and experienced drug hypersensitivity, cymbalta for product used for unknown indication and experienced drug hypersensitivity and celebrex for product used for unknown indication and experienced drug hypersensitivity. On an unspecified date, the reporter stated his wife attached the heatwrap adhesive to the body for 5 hours. Upon removal of the heatwrap, second degree burns were present on her back. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. He stated they just returned from the doctor and the doctor confirmed second degree burns. Recommended treatment included unspecified ointment and bandages. The patient's burns were healing. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin. The patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. The patient underwent lab tests and procedures which included blood pressure diastolic (unknown date): 72 mmhg, blood pressure systolic (unknown date): 110 mmhg, body height(unknown date): 64 inches, body mass index (unknown date): 18.88, kg/m2, body surface area (unknown date): 1.5 m2, body temperature (unknown date): 98.4 fahrenheit, heart rate (unknown date): 72, bpm, mean arterial pressure (unknown date): 85 mmhg, respiratory rate (unknown date): 14, br/min and weight (unknown date): 110 lbs. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included unspecified ointment and bandages. Clinical outcome of the second degree burns was resolving. Clinical outcome of the intentional device misuse was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Follow-up (15mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back/back is still red/burn/blisters [burns second degree] , did not check skin under wrap during use, read usage instructions prior to use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of his wife. A 51-year-old caucasian (not hispanic or latino) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s41968, expiration date 2020) from an unspecified date (reported as 10 years ago) for back pain and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from an unspecified date and ongoing, rheumatoid arthritis from an unspecified date and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, chronic daily headache from an unspecified date and ongoing, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from an unknown date and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, mva restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date and unknown if ongoing, anxiety from an unknown date and ongoing, smoking 4 or less cigarettes, less than 1/4 pack/day in last 30 days from an unknown date and unknown if ongoing and sensitive to hot and cold from an unknown date and unknown if ongoing. The patient denied pregnancy. Concomitant medications included ongoing butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine) tablet (strength: butalbital 50mg/caffeine 40mg/acetaminophen 325mg) oral at 1 tablet every 4 hours for headache; ongoing atorvastatin calcium (atorvastatin) tablet (strength: 20 mg) oral at 20 mg once daily at bed time; ongoing clonazepam tablet (strength: 0.5 mg) oral at 0.5 mg, three times daily for anxiety; ongoing doxycycline monohydrate tablet (strength: 100 mg) oral at 100 mg, twice daily for 10 days; ongoing ipratropium bromide, salbutamol sulfate (duoneb) inhalation vapour, solution (strength: ipratropium bromide: 0.5mg, salbutamol sulfate: 2.5mg/3ml) via resp inhalation route at 3 ml, twice daily for wheezing; ongoing escitalopram tablet (strength: 20 mg) oral at 60 mg, daily (2 refills authorized); ongoing fluticasone nasal spray (strength: 50 ug) via nasal route at 200 ug, once daily (use 2 sprays in each nostril); ongoing hydroxychloroquine tablet (strength: 200 mg) oral at 200 mg, once daily; ongoing methylprednisolone (medrol dosepak) tablet (strength: 4 mg) oral at 1 packet or oral once; ongoing melatonin capsule (strength: 5 mg) oral at 5 mg, once daily at bedtime (0 refills authorized); ongoing carbomer, glycerol, paraffin, liquid, polycarbophil (replens) vaginal gel via topical at 1 app every 3 days (0 refills authorized); ongoing tiotropium bromide (spiriva) inhalation vapour, capsule (strength: 18 ug) via resp inhalation route at 18 ug, daily (use two inhalation of one capsule for each dose); ongoing sumatriptan tablet (strength: 100 mg) oral at 100 mg, as instructed may repeat dose once in 2 hours (max 2 tablets per 24 hrs); ongoing budesonide, formoterol fumarate (symbicort) (strength: 160-4.5 ug) via resp inhalation route at 2 dose forms, twice daily (inhale two puffs by mouth twice a day, rinse mouth and throat after use); ongoing triamcinolone cream (strength: 0.1%) via topical route at 1 app three times a day; ongoing hydrocodone bitartrate, paracetamol (norco) tablet (strength: hydrocodone: 10mg/acetaminophen: 325mg) oral at 1 tablet, four times daily and ongoing oxycodone (xtampza ER) prolonged-release capsule (strength: 27 mg) oral at 27 mg, twice daily. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect; ciprofloxacin (cipro) for product used for unknown indication and experienced drug allergy, fluconazole (diflucan) for product used for unknown indication and experienced drug allergy, pregabalin (lyrica) for product used for unknown indication and experienced drug allergy, duloxetine hydrochloride (cymbalta) for product used for unknown indication and experienced drug allergy and celecoxib (celebrex) for product used for unknown indication and experienced drug allergy. On an unspecified date, the consumer stated his wife attached the heatwrap adhesive to the body for 5 hours. Upon removal of the heatwrap, second degree burns were present on her back. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. He stated they just returned from the doctor and the doctor confirmed second degree burns. Recommended treatment included unspecified ointment and bandages. The patient's burns were healing. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin. The patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. A nurse reported that the patient provided information regarding the reported adverse events with the use of the product. The consumer further explained that the patient was going to the now. He explained her back was still red and jumping when in the shower. The heatwrap caused second degree burn and blisters. The consumer was calling to follow-up to see where he stood and what he could do next about this event. He wanted to know what was going on right now. He wanted to ensure someone from pfizer was looking into this. He wanted to ensure this was not getting lost in the cracks. The patient was frustrated. The burns on her back made her not want to take a shower. She was sensitive to hot and cold. She had pictures of the burn/blisters that he was willing to send back in. The consumer stated he did not want to get a lawyer involved. The patient underwent lab tests and procedures which included diastolic blood pressure (unknown date): 72 mmhg, systolic blood pressure (unknown date): 110 mmhg, body mass index (unknown date): 18.88 kg/m2, body surface area (unknown date): 1.5 m2, tympanic temperature (unknown date): 98.4 fahrenheit, peripheral pulse rate (unknown date): 72 bpm, mean arterial pressure (unknown date): 85 mmhg and respiratory rate (unknown date): 14 br/min. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of second degree burns on her back included unspecified ointment and bandages. Clinical outcome of the second degree burns was resolving. Clinical outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available.follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Follow-up (15mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09apr2018): new information received from a contactable nurse includes add new reporter and confirm acknowledges of events.follow-up attempts are completed. No further information is expected.follow-up (10apr2018): new information received from the same contactable consumer reporting on behalf of his wife includes medical history, "back is still red" and "burn/blisters" subsumed under event second degree burns and event details.follow-up attempts are completed. No further information is expected.company clinical evaluation comment based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back [burns second degree] , did not check skin under wrap during use, read usage instructions prior to use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of his wife. A 51-year-old caucasian (not hispanic or latino) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s41968, expiration date 2020) from an unspecified date (reported as 10 years ago) for back pain and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from an unspecified date and ongoing, rheumatoid arthritis from an unspecified date and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, chronic daily headache from an unspecified date and ongoing, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from an unknown date and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, mva restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date and unknown if ongoing, anxiety from an unknown date and ongoing and smoking 4 or less cigarettes, less than 1/4 pack/day in last 30 days from an unknown date and unknown if ongoing. The patient denied pregnancy. Concomitant medications included ongoing butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine) tablet (strength: acetaminophen 325mg/butalbital 50mg/caffeine 40mg) oral at 1 tablet every 4 hours for headache; ongoing atorvastatin calcium (atorvastatin) tablet (strength: 20 mg) oral at 20 mg once daily at bed time; ongoing clonazepam tablet (strength: 0.5 mg) oral at 0.5 mg, three times daily for anxiety; ongoing doxycycline monohydrate tablet (strength: 100 mg) oral at 100 mg, twice daily for 10 days; ongoing ipratropium bromide, salbutamol sulfate (duoneb) inhalation vapour, solution (strength: ipratropium bromide: 0.5mg, salbutamol sulfate: 2.5mg/3ml) via resp inhalation route at 3 ml, twice daily for wheezing; ongoing escitalopram tablet (strength: 20 mg) oral at 60 mg, daily (2 refills authorized); ongoing fluticasone nasal spray (strength: 50 ug) via nasal route at 200 ug, once daily (use 2 sprays in each nostril); ongoing hydroxychloroquine tablet (strength: 200 mg) oral at 200 mg, once daily; ongoing methylprednisolone (medrol dosepak) tablet (strength: 4 mg) oral at 1 packet or oral once; ongoing melatonin capsule (strength: 5 mg) oral at 5 mg, once daily at bedtime (0 refills authorized); ongoing carbomer, glycerol, paraffin, liquid, polycarbophil (replens) vaginal gel via topical at 1 app every 3 days (0 refills authorized); ongoing tiotropium bromide (spiriva) inhalation vapour, capsule (strength: 18 ug) via resp inhalation route at 18 ug, daily (use two inhalation of one capsule for each dose); ongoing sumatriptan tablet (strength: 100 mg) oral at 100 mg, as instructed may repeat dose once in 2 hours (max 2 tablets per 24 hrs); ongoing budesonide, formoterol fumarate (symbicort) (strength: 160-4.5 ug) via resp inhalation route at 2 dose forms, twice daily (inhale two puffs by mouth twice a day, rinse mouth and throat after use); ongoing triamcinolone cream (strength: 0.1%) via topical route at 1 app three times a day; ongoing hydrocodone bitartrate, paracetamol (norco) tablet (strength: acetaminophen: 325mg/hydrocodone: 10mg) oral at 1 tablet, four times daily and ongoing oxycodone (xtampza ER) prolonged-release capsule (strength: 27 mg) oral at 27 mg, twice daily. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect; ciprofloxacin (cipro) for product used for unknown indication and experienced drug allergy, fluconazole (diflucan) for product used for unknown indication and experienced drug allergy, pregabalin (lyrica) for product used for unknown indication and experienced drug allergy, duloxetine hydrochloride (cymbalta) for product used for unknown indication and experienced drug allergy and celecoxib (celebrex) for product used for unknown indication and experienced drug allergy. On an unspecified date, the reporter stated his wife attached the heatwrap adhesive to the body for 5 hours. Upon removal of the heatwrap, second degree burns were present on her back. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. He stated they just returned from the doctor and the doctor confirmed second degree burns. Recommended treatment included unspecified ointment and bandages. The patient's burns were healing. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin. The patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. A nurse reported that the patient provided information regarding the reported adverse events with the use of the product. The patient underwent lab tests and procedures which included diastolic blood pressure (unknown date): 72 mmhg, systolic blood pressure (unknown date): 110 mmhg, body mass index (unknown date): 18.88 kg/m2, body surface area (unknown date): 1.5 m2, tympanic temperature (unknown date): 98.4 fahrenheit, peripheral pulse rate (unknown date): 72 bpm, mean arterial pressure (unknown date): 85 mmhg and respiratory rate (unknown date): 14 br/min. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of second degree burns on her back included unspecified ointment and bandages. Clinical outcome of the second degree burns was resolving. Clinical outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available.follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Follow-up (15mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09apr2018): new information received from a contactable nurse includes add new reporter and confirm acknowledges of events.follow-up attempts are completed. No further information is expected.company clinical evaluation comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back [burns second degree]. This is a spontaneous report from a contactable consumer reporting on behalf of his wife. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated his wife uses the heatwraps and they have caused second degree burns on her back. He stated they just returned from the doctor and the doctor confirmed second degree burns. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment : based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "second degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back/back is still red/burn/blisters/developed 2nd degree burn/ redness and blistering/ burning sensation [burns second degree], red scarring [scar], did not check skin under wrap during use, read usage instructions prior to use/did not check skin under the product while wearing thermacare/did read the usage instructions [intentional device misuse], . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of his wife and a contactable consumer (patient). A (B)(6) caucasian (not hispanic or latino) female patient (not pregnant) started to use thermacare heatwrap (thermacare muscle & joint) (device lot number s41968, expiration date mar2020) from an unspecified date (reported as 10 years ago) for pain, back pain and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from 2008 and ongoing, rheumatoid arthritis from 2008 and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, chronic daily headache from an unspecified date and ongoing, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from 2008 and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, mva restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date and unknown if ongoing, anxiety from an unknown date and ongoing, smoking 4 or less cigarettes, less than 1/4 pack/day in last 30 days from an unknown date and unknown if ongoing and sensitive to hot and cold from an unknown date and unknown if ongoing, neuropathy from an unspecified date and hospitalization a few times from an unspecified date. Concomitant medications included ongoing butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine) tablet (strength: butalbital 50mg/caffeine 40mg/acetaminophen 325mg) oral at 1 tablet every 4 hours for headache; ongoing atorvastatin calcium (atorvastatin) tablet (strength: 20 mg) oral at 20 mg once daily at bed time; ongoing clonazepam tablet (strength: 0.5 mg) oral at 0.5 mg, three times daily for anxiety; ongoing doxycycline monohydrate tablet (strength: 100 mg) oral at 100 mg, twice daily for 10 days; ongoing ipratropium bromide, salbutamol sulfate (duoneb) inhalation vapour, solution (strength: ipratropium bromide: 0.5mg, salbutamol sulfate: 2.5mg/3ml) via resp inhalation route at 3 ml, twice daily for wheezing; ongoing escitalopram tablet (strength: 20 mg) oral at 60 mg, daily (2 refills authorized); ongoing fluticasone nasal spray (strength: 50 ug) via nasal route at 200 ug, once daily (use 2 sprays in each nostril); ongoing hydroxychloroquine tablet (strength: 200 mg) oral at 200 mg, once daily; ongoing methylprednisolone (medrol dosepak) tablet (strength: 4 mg) oral at 1 packet or oral once; ongoing melatonin capsule (strength: 5 mg) oral at 5 mg, once daily at bedtime (0 refills authorized); ongoing carbomer, glycerol, paraffin, liquid, polycarbophil (replens) vaginal gel via topical at 1 app every 3 days (0 refills authorized); ongoing tiotropium bromide (spiriva) inhalation vapour, capsule (strength: 18 ug) via resp inhalation route at 18 ug, daily (use two inhalation of one capsule for each dose); ongoing sumatriptan tablet (strength: 100 mg) oral at 100 mg, as instructed may repeat dose once in 2 hours (max 2 tablets per 24 hrs); ongoing budesonide, formoterol fumarate (symbicort) (strength: 160-4.5 ug) via resp inhalation route at 2 dose forms, twice daily (inhale two puffs by mouth twice a day, rinse mouth and throat after use); ongoing triamcinolone cream (strength: 0.1%) via topical route at 1 app three times a day; ongoing hydrocodone bitartrate, paracetamol (norco) tablet (strength: hydrocodone: 10mg/acetaminophen: 325mg) oral at 1 tablet, four times daily and at 750 mg daily for pain; ongoing oxycodone (xtampza ER) prolonged-release capsule (strength: 27 mg) oral at 27 mg, twice daily; ongoing oxycodone hydrochloride (oxycontin) tablet (strength: 30 mg) at 60 mg daily for pain; and ongoing hydroxychloroquine phosphate (plaquenil) at 200 mg daily for lupus. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for years for an unknown indication with no adverse effect, she didn't sleep with it; the patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects, she was hospitalized a few times and they used a heating pad; ciprofloxacin (cipro) for product used for unknown indication and experienced drug allergy, fluconazole (diflucan) for product used for unknown indication and experienced drug allergy, pregabalin (lyrica) for product used for unknown indication and experienced drug allergy, duloxetine hydrochloride (cymbalta) for product used for unknown indication and experienced drug allergy and celecoxib (celebrex) for product used for unknown indication and experienced drug allergy. In (B)(6) 2018, the patient felt a burning sensation but didn't take the heatwrap off to check. Once the heat dissipated and she took the heatwrap off she noticed her back was really burning. After removing the wrap, she noticed redness and blistering appeared. The heatwrap was used for 4-6 hours on the day of the event. She had developed 2nd degree burns and a blister on her back after using a thermacare heatwrap, which was confirmed the next day by her physician. It was like a butterfly strip on her back. There were 2 blisters and a little bit of red scarring in (B)(6) 2018. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. The patient did attach the adhesive to the body. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin and did not have abnormal skin conditions. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. The consumer (patient's husband) explained her back was still red and jumping when in the shower. She was frustrated. The burns on her back made her not want to take a shower. She was sensitive to hot and cold. She had pictures of the burn/blisters that he was willing to send back in. The consumer (patient's husband) was requesting compensation beyond the value of the theramcare heatwrap. He talked to his cousin, who is a lawyer, who told him she deserved something for this. His lawyer is willing to write a letter for action. Attempted to refer consumer to pfizer consumer healthcare for product refund, but consumer made it clear he was looking for more that a refund for the product. Spoke per vr-litigation, legal & global security and told consumer that he will need to submit a written inquiry to the legal department. Provided the legal department address and fax number. Reporter also said that the patient had a bunch that did not heat up. Other unspecified thermacare wraps that have not heated up in the past. It seemed like for every 4 boxes, there was 1 that didn't heat up. He said that was the least of his concerns. Reporter said that he did not know the lot number for the heat wraps that had not heated up. Reporter further stated that the heatwrap was disposed after the patient took it off. The patient underwent lab tests and procedures which included diastolic blood pressure (unknown date): 72 mmhg, systolic blood pressure (unknown date): 110 mmhg, body mass index (unknown date): 18.88 kg/m2, body surface area (unknown date): 1.5 m2, tympanic temperature (unknown date): 98.4 fahrenheit, peripheral pulse rate (unknown date): 72 bpm, mean arterial pressure (unknown date): 85 mmhg and respiratory rate (unknown date): 14 br/min. Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient was seen by her doctor who stated to watch it, therapeutic measures taken as a result of second degree burns on her back included unspecified ointment, bandages, and a salve (unspecified generic, over the counter). The reporter stated the areas were healing. Clinical outcome of the second degree burns was resolving. Clinical outcome of the other event was unknown. A nurse reported that the patient provided information regarding the reported adverse events with the use of the product. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation, the complaint cannot be confirmed. The thermal data for the batch was reviewed and there were no thermal results outside the required specifications. Pouch leaks defects due to consumer mishandling cannot be confirmed once the pouch is opened for use. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Follow-up (15mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (09apr2018): new information received from a contactable nurse includes add new reporter and confirm acknowledges of events. Follow-up attempts are completed. No further information is expected. Follow-up (10apr2018): new information received from the same contactable consumer reporting on behalf of his wife includes medical history, "back is still red" and "burn/blisters" subsumed under event second degree burns and event details. Follow-up attempts are completed. No further information is expected. Follow-up (15may2018): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). The new information reported from a contactable consumer and product quality complaint included: suspect product details (including updated trade name from thermacare lower back & hip to thermacare muscle & joint, expiration date and indication), medical history, concomitant medications, past drug details, event details (including event onset date and additional event red scarring). Company clinical evaluation comment; based on the information provided, the events "second degree burns, scar and intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "second degree burns, scar and intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] they have caused second degree burns on her back [burns second degree] , did not check skin under wrap during use, read usage instructions prior to use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of his wife. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare heatwraps lower back & hip) (device lot number s41968, expiration date 2020) from an unspecified date (reported as 10 years ago) for back pain and tight muscles. The patient's medical history included lupus (currently under the care of a physician) from an unspecified date and ongoing, rheumatoid arthritis from an unspecified date and ongoing, acute exacerbation of chronic bronchitis from an unknown date and unknown if ongoing, bowel habit changes from an unknown date and unknown if ongoing, cervical disc disease from an unknown date and unknown if ongoing, ongoing chronic daily headache, chronic pain from an unknown date and unknown if ongoing, cough from an unknown date and unknown if ongoing, decreased libido from an unknown date and unknown if ongoing, depression from an unknown date and unknown if ongoing, dyspareunia in female from an unknown date and unknown if ongoing, left lateral epicondylitis from an unknown date and unknown if ongoing, fibromyalgia from an unknown date and unknown if ongoing, hypercholesterolemia from an unknown date and unknown if ongoing, insomnia from an unknown date and unknown if ongoing, lower respiratory infection from an unknown date and unknown if ongoing, migraine from an unknown date and unknown if ongoing, mva restrained driver from an unknown date and unknown if ongoing, nausea from an unknown date and unknown if ongoing, neck pain from an unknown date and unknown if ongoing, olecranon bursitis of left elbow from an unknown date and unknown if ongoing, osteopenia from an unknown date and unknown if ongoing, pain in right knee from an unknown date and unknown if ongoing, reactive airway disease (rad) from an unknown date and unknown if ongoing, acute sinusitis from an unknown date and unknown if ongoing, underweight from an unknown date and unknown if ongoing, wheezing from an unknown date and unknown if ongoing, urinary tract infection (uti) from an unknown date and unknown if ongoing, vitamin b12 deficiency from an unknown date and unknown if ongoing, vitamin d deficiency from an unknown date and unknown if ongoing, traumatic ecchymosis of face from an unknown date, anxiety from an unknown date and unknown if ongoing and unknown if ongoing and smoker (4 or less cigarettes, less than 1/4 pack)/day in last 30 days). The patient denied pregnancy. Concomitant medications included butalbital, caffeine, paracetamol (acetaminophen/butalbital/caffeine), atorvastatin calcium (atorvastatin), clonazepam (clonazepam), doxycycline monohydrate (doxycycline monohydrate), ipratropium bromide, salbutamol sulfate (duoneb), escitalopram (escitalopram), fluticasone (fluticasone), hydroxychloroquine (hydroxychloroquine), methylprednisolone (medrol dosepak), melatonin (melatonin), carbomer, glycerol, paraffin, liquid, polycarbophil (replens), tiotropium bromide (spiriva), sumatriptan (sumatriptan), budesonide, formoterol fumarate (symbicort), triamcinolone (triamcinolone), hydrocodone bitartrate, paracetamol (norco) and oxycodone (xtampza ER). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect; ciprofloxacin for product used for unknown indication and experienced drug hypersensitivity, diflucan for product used for unknown indication and experienced drug hypersensitivity, lyrica for product used for unknown indication and experienced drug hypersensitivity, cymbalta for product used for unknown indication and experienced drug hypersensitivity and celebrex for product used for unknown indication and experienced drug hypersensitivity. On an unspecified date, the reporter stated his wife attached the heatwrap adhesive to the body for 5 hours. Upon removal of the heatwrap, second degree burns were present on her back. The patient had not checked the skin under the wrap during use and had read the usage instructions prior to use. He stated they just returned from the doctor and the doctor confirmed second degree burns. Recommended treatment included unspecified ointment and bandages. The patient's burns were healing. The patient used the heatwrap three days in a row the week of the event but denied any adverse events with previous use. No hospitalization was required as a result of the event. The patient assessed her skin tone as very light or fair. She denied having sensitive skin. The patient previously used other heat products for pain relief (unspecified) since 2004 with no adverse effects. She did not engage in exercise while wearing the heatwrap and denied taking any other medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the event was experienced. The patient underwent lab tests and procedures which included blood pressure diastolic (unknown date): 72 mmhg, blood pressure systolic (unknown date): 110 mmhg, body height(unknown date): 64 inches, body mass index (unknown date): 18.88, kg/m2, body surface area (unknown date): 1.5 m2, body temperature (unknown date): 98.4 fahrenheit, heart rate (unknown date): 72, bpm, mean arterial pressure (unknown date): 85 mmhg, respiratory rate (unknown date): 14, br/min and weight (unknown date): (B)(6). Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included unspecified ointment and bandages. Clinical outcome of the second degree burns was resolving. Clinical outcome of the intentional device misuse was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2018): new information received from a contactable consumer includes: patient data, medical history, past product history, concomitant medications, updated suspect product, suspect product indication, suspect product lot number and expiration date, action taken with the suspect product, no hospitalization required, therapeutic measures taken, lab data, reaction data (additional event of intentional device misuse) and clinical outcome. Company clinical evaluation comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "second degree burns and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.